Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during the flap creation for lasik treatment, the pt interface did not release after the surgeon disabled the vacuum. The surgeon had to do a manual release. There was a one hour delay and the procedure was completed with no injury to the pt. Add'l info has been requested.